Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (severe calcification of the native valve/leaflets) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. H3 other text : remains implanted in patient.

Event description:
As reported by an edwards lifesciences affiliate in china for a sapien 3 pms clinical study, regarding a 26mm sapien 3 valve, in the aortic position. After the procedure, the patient developed an intermittent 2:1 atrioventricular block and left bundle branch block. A temporary pacemaker was implanted. The dynamic electrocardiogram within 48 hours after the operation, showed first-degree atrioventricular block, intermittent second-degree atrioventricular block, intermittent third-degree atrioventricular block and intermittent intraventricular block. Four days after the procedure, the dynamic electrocardiogram showed accelerated ventricular escape beat and intermittent first-degree atrioventricular block and the dynamic electrocardiogram did not show high-grade atrioventricular block in the review. The patient was transferred to the electrophysiology ward for further diagnosis and treatment. Nine days after the procedure, the dynamic electrocardiogram showed premature atrial contractions, premature ventricular contractions, first-degree atrioventricular block, second-degree type I atrioventricular block, and intermittent complete left bundle branch block, with indications for permanent pacemaker treatment. Ten days after the procedure the patient received a permanent pacemaker and was discharged on pod 14.